Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the numbers on the insulin pump were ramping up without input from the user. Customer's blood glucose reading at the time of the call was 156 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No display ramping on its own anomaly noted. The insulin pump was received with cracked case at display window corners, reservoir tube lip, cracked battery tube threads and missing display window.